Manufacturer narrative:
Unit alarmed compromise force sensor during the displacement test due to motor high current draw. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. Customer's blood glucose was 121 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.